Event description:
It was reported that this patient heard beeping tones from this subcutaneous implantable defibrillator (s-ICD) device. It was hypothesized the device battery was prematurely depleting. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient heard beeping tones from this subcutaneous implantable defibrillator (s-ICD) device. It was hypothesized the device battery was prematurely depleting. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects. The device is expected to be returned for analysis, but has not yet been received.